Manufacturer narrative:
(B)(4).   Complaint conclusion: as reported, 30 minutes after hemostasis was achieved with a 6f/7f mynxgrip vascular closure device (vcd), it was noted that the patient had a perforated artery 2-3 cm above the access site, which led to a retroperitoneal bleed. It is believed that the patient had surgery to stop the bleeding. A blood transfusion of 3-4 liters was given to the patient, and hospitalization was extended for 1 day. The patient recovered. Approach was made in the femoral artery with a 7f non-cordis sheath for an interventional peripheral procedure. It was reported that the stick location was at the femoral head and multiple punctures were not made. It was a medium stick. Femoral artery suitability was verified on angiography and insertion angle was 30-45 degrees. The access site was not tortuous ad did not have calcium. However, the patient did have peripheral vessel disease (pvd). There was no stenosis greater than 50% at/near the puncture site; and the site had not been previously closed or had a pre-existing hematoma/av fistula/pseudoaneurysm. It is unknown if there were multiple sheath exchanges. There were no issues experienced with the mynxgrip during use. It was additionally reported that the user may have over-inflated the balloon since he was using the pressure gauge leakage to indicate proper inflation. There was no indication that the balloon lost pressure during use. After deployment of the mynx sealant, hemostasis was achieved at the access site with manual compression of 30 minutes or less. The patient was on medications needed for an interventional procedure. It was reported that the act and inr were within tolerable range.       The device was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.        Access site-related retroperitoneal bleeding is a potential procedural complication after mynx sealant deployment and is listed in the IFU as such. Retroperitoneal bleeds are frequently related to stick technique/location, anticoagulation, blood pressure and/or discomfort during or after the procedure.  Review of the available information suggests that procedural factors may have contributed to the reported event as a perforation was noted 2-3cm from the access site. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. As warned in the IFU, ¿do not use mynxgrip if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) (for arterial application) and/or above the inguinal ligament based upon osseus landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram or venogram to verify the location of the puncture site. Do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/ bleed. Without the product available for analysis, no determination regarding potential contributing factors could be made.  Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process.  Therefore, no corrective actions will be taken at this time.

Event description:
As reported, 30 minutes after hemostasis was achieved with a 6f/7f mynxgrip vascular closure device (vcd), it was noted that the patient had a perforated artery 2-3 cm above the access site, which led to a retroperitoneal bleed. It is believed that the patient had surgery to stop the bleeding. A blood transfusion of 3-4 liters was given to the patient, and hospitalization was extended for 1 day. The patient recovered. Approach was made in the femoral artery with a 7f non-cordis sheath for an interventional peripheral procedure. It was reported that the stick location was at the femoral head and multiple punctures were not made. It was a medium stick. Femoral artery suitability was verified on angiography and insertion angle was 30-45 degrees. The access site was not tortuous ad did not have calcium. However, the patient did have peripheral vessel disease (pvd). There was no stenosis greater than 50% at/near the puncture site; and the site had not been previously closed or had a pre-existing hematoma/av fistula/pseudoaneurysm. It is unknown if there were multiple sheath exchanges. There were no issues experienced with the mynxgrip during use. It was additionally reported that the user may have over-inflated the balloon since he was using the pressure gauge leakage to indicate proper inflation. There was no indication that the balloon lost pressure during use. After deployment of the mynx sealant, hemostasis was achieved at the access site with manual compression of 30 minutes or less. The patient was on medications needed for an interventional procedure. It was reported that the act and inr were within tolerable range.